Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 after receiving inappropriate shock. Review of merlin transmissions revealed that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock when the atrial signals started falling into the blanking period. No programming changes were made. The patient was in stable condition.